Manufacturer narrative:
This instrument was not returned so therefore no inspection could be done. No lot number was able to be determined so a DHR review could not be completed. Pioneer surgical technology has contacted the initial reporter but no other information is known except that surgery was completed successfully and there was no delay caused by the broken instrument. Device not returned..

Event description:
During the final tightening of the set screw into a pedicle screw construct the tip of the instrument driver broke and was not able to be removed. This tip remains implanted in the patient. Surgery was completed successfully with no extended surgical delay caused by this occurrence.